Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 710 mg/dl. The customer's blood glucose level at the time of incident was 519 mg/dl and current blood glucose is 230 mg/dl. The customer was treated with intravenous drip with insulin and saline, nausea and oxygen in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the insulin pump had post-reset ram crc alarm. The customer was wearing the insulin pump during the hospitalization. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.